Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Additional information required for investigation was asked for, but not provided. Control recovery was determined to be within specified ranges. An issue with pre-analytic sample handling or analyzer performance could not be excluded as root causes.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4). (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for elecsys hcg + beta test system (hcgb) on a cobas e 411 immunoassay analyzer (e411). The sample was sent to the customer by another laboratory. The sample initially resulted as 0.100 miu/ml accompanied by a data flag. The initial result was forwarded to the laboratory that sent the sample, but it was not reported to the patient or the physician. The other laboratory complained about the result since they performed a quick test on the patient and the quick test result was positive. The other laboratory was sending the sample to the customer for quantification. The customer requested collection of a new sample from the patient and this sample resulted as >10000 miu/ml on 11/09/2016. The sample was diluted 1:20 and repeated, resulting as 114264 miu/ml accompanied by a data flag on (B)(6) 2016. The first sample was also repeated, resulting as 10000 miu/ml accompanied by a data flag. The patient was not adversely affected. The hcgb reagent lot number was 131960. The reagent expiration date was asked for, but not provided. The field service engineer performed preventive maintenance on the analyzer.